Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the swg (spring wire guide) was found kinked at insertion. Therefore, a new kit was opened instead. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. Visual examination revealed two slight bends near the distal end of the wire and one bend near the center. The distal and proximal welds appeared fully intact. The bends were located 270, 565, and 580 mm from the proximal weld. The total length of the returned guide wire measured to be 602 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.799 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance swg into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was advanced through a lab inventory ars and needle with minimal resistance. The IFU also instructs, "thread tip of catheter over swg. Sufficient swg length must remain exposed at hub end of catheter to maintain a firm grip on swg." A lab inventory catheter was advanced over the returned guide wire with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested". The customer report of a kinked guide wire was confirmed by complaint investigation of the returned sample. The wire contained two slight bends. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the swg (spring wire guide) was found kinked at insertion. Therefore, a new kit was opened instead. No patient harm reported. The patient's condition is reported as fine.